Event description:
Boston scientific received information that the patient with this right atrial (ra) lead, right ventricular (rv) lead, and pacemaker experienced out-of-range (oor) pacing impedance measurements greater than 2000 ohms on both the atrial and ventricular leads due to a connection issue. Additionally the rv lead was found to have dislodged. The patient's device and rv lead were explanted and successfully replaced. The patient's ra lead was kept in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.